Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported high lead impedance readings. Further analysis was conducted and determined the high impedance readings were due to gate oxide (an electrical insulating layer) leakage in a transistor within an integrated circuit. The leaky transistor caused degraded output pulses which in turn caused erroneous lead impedance measurements.